Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed, moderately tortuous, and heavily calcified eccentric de novo lesion in the mid right coronary artery (rca). The 2.5 x 12 mm rx traveler balloon dilatation catheter (bdc) was advanced; however, resistance was met with the anatomy. During the first inflation, the balloon lost pressure at 12 atmospheres. The bdc was removed without issue and a balloon rupture was noted. The rx traveler bdc was replaced with another bdc, the lesion was dilated, and a drug eluting stent (des) was implanted to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.